Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the a tubing replacement in (B)(6) 2020, the stoma site was identified with an infection which looked like fungus and was treated with unspecified antifungals "around the stoma." On (B)(6) 2020, it was reported that the patient was previously treated with topical cortimyk ointment for stoma site redness; however, the patient experienced discomfort and worsened in which cortimyk ointment was discontinued and the patient commenced treatment on (B)(6) 2020 with 1 gm of oral phenoxyethylpenicillin three times daily for a duration of 10 days. On (B)(6) 2020, it was reported that the patient has continuous stoma discomfort but no signs of an infection.